Manufacturer narrative:
The device was received for evaluation. The pre-repair temperature check could not be completed, because the motor stopped running before one minute of operation. The collet became very noisy before the device stopped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece overheated. The initial reporter believes it occurred during testing and no patient was involved. There was no reported injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.